Event description:
During the procedure, there was difficulty advancing a guide wire. At a later date, it was discovered that the catheter was fractured after the strain relief. There was no complications or interventions reported with this event.